Manufacturer narrative:
Tw (B)(4). Corrected field: d4. Updated fields: b4, b5, g3, g6, h2, h6, h11. The device was returned to the factory for evaluation on 12/23/2025. An investigation was conducted on 12/29/2025. A visual inspection was conducted. Only the harvesting device was returned for evaluation. Signs of clinical use and evidence of blood was observed on the harvesting device handle. There were no visual defects observed on the intact harvesting device jaws or heater wire. The blue toggle was manipulated to open and close the jaws with no physical or visual difficulties observed. There were no visual defects observed on the intact heater wire or the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.69 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device and no specific failure reported, there were no failure observed. The lot # 3000504283 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event.

Event description:
The hospital reported that during using vasoview hemopro 2 after successfully cautery on a couple brenches, there was a smell of hot plastic in the room when cautery was activated. There was no information about which exactly part of device was affected. Another kit was opened to successfully complete the procedure. No procedural delay aside from a few minutes to open a new vh-4000 kit. No patient injury.

Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during using vasoview hemopro 2 after successfully cautery on a couple brenches, there was a smell of hot plastic in the room when cautery was activated. Another kit was opened to successfully complete the procedure. The device was saved and will be returned. No patient injury.